Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a dirty shield was found before use with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, "dirty shield x2 deformed shield x1" 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm and deformed shield with the incident lot was observed. Evaluation/testing of the customer samples was performed and embedded fm and deformed shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that a dirty shield was found before use with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, "dirty shield x2 deformed shield x1" 3 occurrences were reported.